Event description:
Carefusion clinical consultant reported customer has had baxter primary sets and medefil syringes spinning off the maxplus connectors on the extension sets. No specific incidents or dates or pt info provided, but in general it has occurred with chemo, blood, critical antibiotics, and basic fluids. They hook the primary tubing up and it seems to be fine, however, when they return the tubing disconnected and lying on the floor in a puddle, or is leaking between the valve and the primary set. There has been no report of pt harm. No further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the extension set has not been returned. A f/u report will be submitted with failure investigation results should the device be returned for eval.